Event description:
The following has been reported: biomed reported: "service needed. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sticky fva pins. Excess drag of the primary fva pin was observed. It was also found the lever boot is damaged. Additionally the pump is experiencing a problem where all inserted sets have air erroneously detected in line. The unit was reverted to manufacturing mode and failed admin set ID testing due to an air sensor failure.